Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. It was discovered that the right atrial lead exhibited noise oversensing causing multiple episodes of pacing mode switches. The noise was also reproducible by movement of the patient's upper body. However, the lead performance was otherwise normal in terms of capture, sensing, and impedance. The physician elected to continue to monitor the lead without making any changes and the patient was discharged from the clinic.